Manufacturer narrative:
The pod was returned with the needle not deployed. Investigation of the data found that the pod had been deactivated after first prime. No timeouts or drive stalls were present in the data. Inspection of the drive mechanism components found no damages or deficiencies that would result in the needle not deploying or deploying early.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle deployed early. The pod was not worn.